Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. Inspection of the download data found a rotational sensor malfunction. The pod was reset and rerun successfully, the pod replicated the rotational sensor error. The rotational sensor assembly was inspected, contamination was observed on the commutator cap. No other damages or manufacturing defects were observed. The observed commutator cap contamination can be confirmed as the cause of the rotational sensor malfunction and subsequently the cause of the reported needle mechanism failure complaint.